Event description:
It was reported that a hemodialysis (hd) patient (pt) experienced an allergic/toxic reaction manifested by respiratory distress and low back pain coincident with hd therapy with a xenium hemodialyzer (further details not provided). Subsequently, the hospital discontinued using this kind of dialyzer. At the time of this report, the pt was in good condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint no: (B)(4). (B)(6) - gerente de materiales a review of all batch record documents for lot 12l10a was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted